Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy, the surgeon fired the device but it was stopped in the middle. Operating nurse prepared a new one and it worked well. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy, the surgeon fired the device but it was stopped in the middle. Operating nurse prepared a new one and it worked well. A new device was used to resolve the issue in order to complete the case. There was no patient injury.